Manufacturer narrative:
Per operator's guide, beckman coulter inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. A field service engineer (fse) did not see the baths overflow, but suspected the baths were not draining properly. The fse replaced all of the pinch valve tubing associated with draining the baths to resolve any further bath drain issues. Failure mode of this event is unknown since the fse did not observe the bath overflow issues; however, pinch valve tubing associated with bath draining was replaced. (B)(4).

Event description:
A customer contacted beckman coulter inc., (bec) and reported a small quantity of fluid was overflowing from the wbc bath of their coulter act diff 2 analyzer onto the table top. The operator was wearing personal protective equipment (ppe) consisting of a lab coat, gloves, and glasses. There was no direct biohazard exposure to mucous membranes or open wounds. An exposure control plan is in place at this facility. No discrepant results were generated. No death or injury is associated with this event.